Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had power loss alarm. The customer¿s blood glucose was 160 mg/dl. The customer stated that piece came out from the battery cap. Active insulin updating occurs if the insulin pump has recently been turned on for the 1st time, a pump error occurred, settings were cleared, or has been suspended for more than 4 hours. The customer declined to troubleshoot power loss alarm and insert battery alarm. The product will not be returned for analysis.